Manufacturer narrative:
There was a motion sensor test failure during the rewind process due to moisture damage on the motor. There was moisture damage found on the electronics assembly. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call moisture damage and motion sensor test failure alarm on the insulin pump. Troubleshooting for moisture damage was performed. Customer advised there was fluid inside the reservoir compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.